Event description:
Patient¿s seizures were reported to be getting worse with titration after device implant. It was reported that the patient¿s seizures were occurring more often and that the patient had a grand mal seizure which had not happened before. The patient's mother reported that at lower settings the patient did not have any seizure episodes for a week. The mother indicated that the patient was on scheduled programming. No other relevant information has been received to date.